Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the cartridge of the lens was defective and results in damage of the haptic of lens. The surgeon implanted back up lens and completed the surgery. Additional information was received, the product is in contact with the patient. The product was released into the capsular bag then surgeon noticed that the haptic was damaged by the cartridge during the delivery of the iol.

Manufacturer narrative:
The used company cartridge complaint sample was not returned. A photo was provided of the used company cartridge. The photo showed the used company cartridge being held by the nozzle with an ungloved hand. The tip was not visible. Unable to determine if the cartridge tip was damaged. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement in a handpiece. The lens was returned. The returned lens matched the provided photo. Viscoelastic was observed on the lens. One haptic was broken-gusset area, returned adhered to the anterior optic surface with viscoelastic. Company complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified lens model/diopter was indicated. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. The root cause for broken haptic could not be determined. The used company cartridge complaint sample was not returned. A photo was provided of the used company cartridge. The photo showed the used company cartridge being held by the nozzle with an ungloved hand. The tip was not visible. Unable to determine if the cartridge tip was damaged. No determination can be made without physical examination of the product. The handpiece and viscoelastic used were not provided. It is unknown if qualified products were used. Haptic damage may occur of the lens and/or plunger are not in correct positions for advancement. The IFU (instructions for use) instructs: the company iol (intra ocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The file will be reopened if the reported cartridge is returned. The manufacturer internal reference number is: (B)(4).